Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, patient experienced an incident involving a bent cannula in their infusion set. Event took place within three hours of insertion. The set had been inserted in the abdominal area. As a result of this issue, the patient's blood glucose levels were noted to be elevated. To address the high blood sugar, the patient took corrective action by administering insulin manually using an injection (mdi). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.